Event description:
It was reported that, "a 4.0 axsos proximal tibia plate was applied for a proximal tibia fracture. The dr put in a 3.5 cortical screw in the shaft of the plate. Then proceeded to put locking screws in the metaphyseal region of the plate. The last screw put in was a locking screw in the distal hole of a 4 hole plate. The hole was drilled through the threaded drill sleeve. The screw was initially inserted on power. The screw was tightened by hand, would not seat, it was reversed but she realigned the screw and inserted by power. Final tightened by hand, and the screw would not fully seated."

Manufacturer narrative:
Device remains implanted. No eval will be performed. If the device or add'l info becomes available, it will be submitted on a supplemental report.